Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the right ventricular (rv) lead was confirmed. It was observed that both anode and cathode coils were fractured consistent with fatigue fracture.

Event description:
Additional information was received that the right ventricular (rv) lead had chronic high pacing impedance measurements of greater than 3000 ohms.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the allegation against the right ventricular (rv) lead was confirmed. It was observed that both anode and cathode coils were fractured consistent with fatigue fracture.

Event description:
Boston scientific received information that the right ventricular (rv) lead was non-functional. When the pocket was opened during change out the proximal end of the rv lead had broken off. This rv lead was abandoned surgically. This supplemental report is being filed due to device evaluation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the right ventricular (rv) lead was non-functional. When the pocket was opened during change out the proximal end of the rv lead had broken off. This rv lead was abandoned surgically.